Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the hydro dissection cannula detached when pressure was applied on the syringe during a procedure. The product was replaced and procedure completed.

Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The customer reported a hydrodissection cannula detached during surgery, no patient harm was reported. The returned orange 25g hydrodissection cannula was visually inspected and the entire cannula and stem was separated from the orange cannula hub. The guard cap for the cannula tip was not returned. There was no indication of physical damage observed that would have contributed to the event. This observed defect (cannula separation) originated from the supplier's manufacturing process. A review of the inspection procedures for this part indicated supplier lots for this part number are evaluated and verified the product is free of manufacturing and material defects during incoming inspection. Sampling procedures are established for this part which meets or exceeds the recommendation from ans/asq z-1.4, level s-2, aql 1.0. The incoming inspection record for this part was reviewed and passed all inspection requirements. Additionally, a material inspection record review for this part was performed for the past 12 months and confirmed there were no supplier lots rejected for this component. The root cause of the customer's complaint is related to an error in the supplier's manufacturing process. The cannula was separated from the cannula hub which contributed to the customer's experience. The supplier was notified of this complaint issue by supply quality assurance. Quality engineering materials has notified the supplier manufacturer of this complaint issue and the supplier has acknowledged receipt of this complaint. The complaint sample has been sent to the supplier manufacturer for further analysis. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Custom pak manufacturing management will be made aware of this complaint through the consumer affairs review meeting the manufacturer internal reference number is: (B)(4).